Manufacturer narrative:
An olympus scope was involved in the incident. However, an olympus field svc engineer inspected all the devices involved in the incident on-site at the hosp and determined the wrong connector was being used to flush the auxiliary water channel which would impeded the proper flushing of the channel. This report is being filed as an MDR based on apparent user error associated with failure to follow olympus's recommended reprocessing instructions. The failure may have allowed residual disinfectant to be come trapped in the scope which most likely caused the chemical colitis the user reported.

Event description:
The hosp reported they were having chemical colitis issue. It was unk how many pts were involved on what type of medical intervention, if any, was needed.